Event description:
Customer reported plastic particles in the syringe plunger.

Manufacturer narrative:
Investigation in-progress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
This supplemental report is being submitted to correct previously submitted information. MDR report number 3014312726-2025-00171 was submitted in error. The associated complaint involves a product distributed outside of the united states, with no similar device currently marketed in the u.s. There was no involvement of serious injury or death.